Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 15 minutes. No additional patient or event information was available. Reportedly, the transmitter resumed connection with the pump. A root cause could not be determined.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 15 minutes. Reportedly, the transmitter resumed connection with the pump. A root cause could not be determined. Reportedly, the customer had a low blood glucose level; however, the customer did not provide additional information regarding the low. No additional event information was available.